Manufacturer narrative:
The complainant has indicated that the product has been retained by the medical facility; therefore a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If any additional relevant information is received, a supplemental medwatch will be filed.

Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure on (B)(6) 2010 (age and weight of patient are not known). According to the complainant, during insertion of the sheath, there was a fluid loss alarm generated at 1 cc per minute, and there was leaking observed at the cervix. The control unit was stopped and proceeded into the cool down stage. A syringe with saline was applied and about halfway through the procedure, the physician pulled the sheath completely out. It is not known how much fluid was lost at this point. The cervix was "grabbed" from the posterior lip, not the anterior lip and a tenaculum stabilizer was not placed. A burn (degree not known) was observed proximal to the cervix on the vaginal wall. Silvadene cream was applied to treat the burn. It should be noted that the patient was on cycle, "open" and there was limited visibility. Clinical follow up information revealed the burn was categorized as "3rd degree", was considered external, and there was a possibility of over dilation with placement of the sheath. The patient was reported to be in pain at the conclusion of the procedure and was treated with morphine. An additional attempt has been made to obtain follow up event details with no response from the clinician.